Event description:
The event is reported as: air leak in the cuff was found during the pre testing. Xylocaine was applied, but the endotracheal tube was not used on the patient.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.